Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired the clip would not close onto the tissue. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time additional information: (B)(4)

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not completely visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.